Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation. They felt the stimulation like ¿tugging, it is not uncomfortable but is sometimes uncomfortable¿. The patient believed they were told to leave the setting for a week but was not sure because ¿things were a little blurry¿. They thought it was at 2.1 and it was as low as it can go. The patient want to check their settings but when trying to use the programmer, they got poor communication which was not resolved during the report. They noted they were able to pull up their ¿numbers¿ yesterday. As an event that could be related to the issue, the patient had a motor vehicle accident. It was recommended that the patient try to again to connect after healing had occurred. They were to contact their healthcare professional (hcp). Follow up information received from the patient on (B)(6) 2108 reported that they had not contacted any medical staff for the issue. They noted that the accident was very minor and they had no injuries ¿at all¿. The patient¿s pos-op visit was scheduled for (B)(6) 2018. They stated that the cause of the uncomfortable stimulation and poor communication was not determined. As a step taken to resolve the issue, they contacted the manufacturer¿s representative. The patient state that they think the issues will be resolved when they see their doctor on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported in multiple time frames: (B)(4) 2018 = ¿things were a little blurry¿; (B)(6) 2018 = poor communication. If information is provided in the future, a supplemental report will be issued.